Event description:
The customer reported the system's motorization failed to operate. No report of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Instructions were given to the customer for repair. Thereafter, the system was found to be operating as intended per the customer.